Event description:
It was reported that values for the shock impedances was zero at the end of january 2025. In addition there was reported atrial lead noise and oversensing. A request for technical services (ts) review was needed. Ts discussed troubleshooting options for this case. Ts also noted that on a signal artifact monitor (sam) event noise was stored on all leads. The lead impedances measurements were noise and noise measurements means the device detected external noise on the lead measurements, thus the noise could be external rather then minute ventilation (mv) signal. Ts wanted to know what the patient was doing at the time of the sam event. At this time the device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.